Manufacturer narrative:
(B)(4).

Event description:
It was reported during an in-clinic follow-up, the device could not be interrogated using a programmer. The device is working properly and remains implanted. The patient did not experience any adverse event.